Event description:
A healthcare professional reported that the vitrectomy probe had no cutting before surgery. The procedure type was unknown. The procedure was completed. It was unknown how the procedure was completed. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).